Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed via store egms. Patient was asymptomatic. Programming changes were made.